Event description:
On october 31, 2006, a facility reported that a resident fell while being transferred from chair to bed using a viking m patient lift. Residient fell to the floor and suffered head lacerations.

Manufacturer narrative:
On november 2, 2006, the lift and sling involved in the reported incident were inspected by a liko distributor. The patient lift was found to be in good working order. The facility reported that the incident was caused by user error, when the caregiver thought that the sling was hooked appropriately, but the residient fell to the floor. The incident as described, could not be recreated by the facility staff. Remedial training on the use of liko equipment was offered by the facility to its staff.